Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dizzy, fainting spells, nausea. There was no report of serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a CPAP device's sound abatement foam became degraded and caused the patient dizzy, fainting spells, nausea. There was no report of serious harm or injury. The device was returned to the manufacturer product investigation laboratory for further evaluation. The external aspect of the device was inspected and the manufacturer observed unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is an unknown dust contaminate present at the air inlet where the filter would be and at the iso port entrance. The internal aspect of the device was inspected and the manufacturer observed unknown debris in the tracks of the ui panel. The manufacturer observed that there were mineral deposits present on the motor casing suggesting unknown liquid ingress. There was an unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. A keratin-like substance was observed around the blower box outlet. The occurrence of a keratin-like substance observed around the blower box. The unknown dust/dirt contamination and fibers found on the blower casing/impeller and blower box was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath suggests a source external to the device. Mineral spots consistent with water ingress were found on motor casing. The manufacturer concludes there was no evidence of sound abatement foam degradation, and also evidence of dust contamination was observed which is consistent with being from an external source.